Event description:
It was reported that when using the bd pyxis¿ medbank tower, cubie rejected. User tried to restock on new cubie, but it kept popping out. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was rejected. A technical support specialist (tss) remoted into the cabinet and observed the system prompting to insert the correct cubie with the matching barcode into the pocket; however, all details on the cubie were verified and matched. The application was reset and the user was asked to retry, but the issue persisted. Upon reviewing the report, the medication was not listed for that specific pocket, and the label did not match the cubie memory. The user was advised to send the cubie back to the pharmacy for refill. The system functioned as intended after the technical support specialist investigated the device.